Manufacturer narrative:
Fowler weldment.

Event description:
It was reported by service report that the fowler was unable to be lock and hold weight due to broken fowler weldment. However, no sharp edges were exposed. No pt involvement or adverse consequences are reported.